Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a low battery alert the night before and when changing the battery the next morning, the insulin pump alarmed failed battery test. The customer had changed the battery twice and alarm was recurring. Customer was advised to insert a new battery; customer stated he received a failed battery test alarm. Customer was not using the recommended battery type. Blood glucose value is unknown. Customer would go buy new batteries. Customer was advised that a replacement battery cap would be sent and to call back if issue persists.